Event description:
A malfunction on the pump was reported, identified by malfunction code malf 9, with no notable events occurring prior. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide this information. Technical support provided guidance for resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to report if the issue reappears, which the customer acknowledged and understood.